Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that upon deployment of a vena cava filter, the legs were crossed and did not expand fully. The filter was not retrieved; however, another vena cava filter was successfully deployed superior to the first filter. No reported pt injury.